Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hemorrhoidectomy due to experiences of urinating when coughing, laughing and bending. The patient experienced urinates when coughing , laughing and bending, extreme pain, frequent bladder infections, inflammation and could not have sexual intercourse, painful for husband due to mesh cutting through vaginal wall and hanging down, the mesh was broken and disintegrating, causing infection and constant discomfort and incontinence. On (B)(6) 2011, the patient underwent shoulder rotator cuff surgery. The patient underwent mesh removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.